Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated the patient had been doing great for "a while" but the battery started hurting or burning. The ins did not feel different when it was on or off, same burning sensation. The patient reported that they noticed the burning for the first time during a charging session, it felt like something on a hot stove from the inside of the pocket out. The radiating pain has been getting worse. When palpating the sides of the battery the patient reported that hurt, but didn't hurt when palpating from face of the ins. The caller stated that the patient reported no fall or accident. The caller also indicated that the impedances appear to be normal. The issue was not resolved through troubleshooting. The caller indicated that the md plans to image and then will discuss options with the patient.